Event description:
When implanting a plate on the third metacarpal for a wrist case, the surgeon was not getting the rotation needed and fractured the third metacarpal. The case was finished by using a different plate that sits on the second metacarpal.

Manufacturer narrative:
Add'l mdrs associated with this event: MDR 3025141-2014-00012: plate, MDR 3025141-2014-00013: screw.